Event description:
A report was received that during a lead revision, the physician replaced the pt's ipg with a new ipg due to the pt getting shocking sensations. The pt is reportedly doing well following the revision surgery.